Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch and with a severely scratched display window. Unable to verify no delivery alarm, failed battery test alarm and battery out limit alarm due to button keypad anomaly. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was intermittently responsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 165 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.